Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not penetrate the consumer's injection site during use, though it did penetrate the vial beforehand without issue. The following information was provided by the initial reporter: "consumer reported, needle would not penetrate injection site but it did penetrate vial with no problem consumer did try to inject, so needle touched her skin. She wanted the lab to be aware of that".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/2/2020. H.6. Investigation: customer returned two (2) loose 31gx8mm, 0.3ml bd insulin syringes. Consumer reported, needle would not penetrate injection site but it did penetrate vial with no problem. Both returned syringes were examined, and it was observed that both syringes were returned after use¿both syringes were still filled with insulin. Both syringes were examined using a microscope, and it was observed that both cannula points exhibited issues regarding the bevels. A review of the device history record was completed for batch #9231333. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. No exact root cause determined. CAPA#1256985 was initiated.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not penetrate the consumer's injection site during use, though it did penetrate the vial beforehand without issue. The following information was provided by the initial reporter: "consumer reported, needle would not penetrate injection site but it did penetrate vial with no problem consumer did try to inject, so needle touched her skin. She wanted the lab to be aware of that"

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not penetrate the consumer's injection site during use, though it did penetrate the vial beforehand without issue. The following information was provided by the initial reporter: "consumer reported, needle would not penetrate injection site but it did penetrate vial with no problem consumer did try to inject, so needle touched her skin. She wanted the lab to be aware of that".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 23 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #9231333. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200845129] noted that did not pertain to the complaint.